Event description:
It was reported that the patient was referred for surgery due to vocal dysfunction and pain. It was later reported by the provider that the reported vocal cord paralysis could just be voice alteration. The voice alteration and pain is assessed to be due to patient weight loss (patient physiology). The pain is occurring where the leads are placed. Diagnostics were seen to be okay. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Proposed second level coding - voice alteration to capture hoarseness or other vocal changes. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.